Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited undersensing. Occasional periods of signal drop out occurred when the patient was lying in a certain position. No device intervention was reported. The patient was asymptomatic at the time of the events.